Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon notes a possible secondary intervention due to residual cyl. And requested assistance from a consultation doctor. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6: clinical code: 2137 should be removed from the initial MDR. H6: clinical code: 4582 should be added to the initial MDR. H6: medical device problem code: 1401 should be removed from the initial MDR. H6: medical device problem code: 2923 should be added to the initial MDR. Claim#: (B)(4).